Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock adapter plate and adjusted the x-ray beam centering. The system operates as intended.

Event description:
The customer reported the x-ray beam is off center. No pt injury was reported.